Event description:
During a post stent dilatation procedure, the balloon winged and became caught in the stent. When the balloon was removed the vessel accordioned and a dissection occurred. Dissection was repaired with another stent. Pt status is listed as "ok".

Manufacturer narrative:
The balloon catheter is being held by risk management, so no product analysis will be available.